Event description:
I have a dexcom stelo continuous glucose monitor that was made on (B)(6) 2025. The product failed to work and I have followed all the troubleshooting processes. I have searched online and numerous people have complained on the same issue, with the same (B)(6) batch. I created a customer complaint with dexcom yesterday and followed up today. The dexcom agent I spoke with said it could take weeks before the resolution is reached and that they are unaware of any such issue. I find this to be unacceptable given the number of people who have the same issue, the harm that is caused to all consumers who use said faulty sensors (the auto-injector is not painless), and the lack of accountability on the part of dexcom is appalling. Please see other similar complaints: https://www.reddit.com/r/stelo/comments/1nmi27g/stelo_wont_pair/https://www.reddit.com/r/stelo/comments/1jzu2k3/stelo_not_pairing/ https://www.reddit.com/r/stelo/comments/1nmi27g/stelo_wont_pair/.